Manufacturer narrative:
Product analysis #804717829:¿ equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361). As found condition: the pipeline flex was returned within the inner pouch; inside of a biohazard bag and a shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the braid were opened and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the returned device, the customer complaint was not confirmed as the distal and proximal ends of the braid were fully opened and frayed. The cause of the failure to open could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, or user deploys braid in vessel bend. Customer reported that the patient¿s vessel tortuosity was moderate; the pipeline flex was in a straight vessel., ruling out "vessel tortuosity" as a potential cause. In this event, it is likely that the damage to the braid (fraying) contributed to the reported event. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing braid against resistance. However, the cause for the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the distal section of the pipeline did not open. The pipeline was in a straight section of the m1 when it failed to open. Additional steps or devices attempted to open the pipeline included pulling back to the end of the ica, pushing the stent as a whole, withdrawing to the internal carotid artery as a whole, and retrieving it, the tip end of the stent was not opened.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the stent could not be opened in the straight section of the brain, and attempts failed. The device and any accessories were prepared as indicated in the IFU. The pipeline was used for an approved indication. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of an amorphous, unruptured posterior communicating artery aneurysm with a max diameter of 15mm and a 4.75mm neck diameter. The landing zone was 4.0mm distally and 4.8mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered. Angiographic result post procedure showed the stent was completely adherent, and there was retention of contrast agent in the aneurysm. Ancillary devices include a phenom microcatheter, stryker 2 meters guidewires.